Event description:
It was reported that during testing at the user facility the device warmed up causing the console to shut off. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Follow up being submitted for investigation results and corrected data.

Event description:
It was reported that during testing at the user facility the device warmed up causing the console to shut off. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.